Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level as well as no delivery alarm. Customer's blood glucose value was 423 mg/dl. The customer stated that reoccurrence of no delivery alarm. The customer was treated with insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. (B)(4).